Event description:
It was reported lead was implanted; however, it was not possible to pace in bipolar only unipolar pacing mode. This lead was immediately removed, and new lead was used to treat the patient without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .076 inches within specifications. Primary analysis findings: no anomalies found, lead functionally normal.